Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of 26.0 mmol/l, ketones of 4.1%, and she felt sick and vomited. She smelled insulin and carefully removed the self-adhesive of the infusion set, and she discovered the cannula was broken. The patient was taken to the hospital by ambulance and treated with insulin via perfusor. The needle fragment was not removed from her body, and she was discharged from the hospital on (B)(6) 2015. The alleged product was discarded and will not be returned for evaluation.